Manufacturer narrative:
The issue was resolved by the customer replacing the lock bar strut. The customer performed the evaluation.

Event description:
It was reported that during transport of a patient weighing about (B)(4), that when the emt's started to lift the chair to retract the rolling tracks the plastic area that connects the red cable allegedly snapped. The patient was not dropped and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that during transport of a patient weighing about (B)(6) lbs., that when the emt's started to lift the chair to retract the rolling tracks the plastic area that connects the red cable allegedly snapped. The patient was not dropped and no adverse consequence or clinically relevant delay in treatment was reported.